Manufacturer narrative:
H6. Device analysis for lead (B)(6) revealed no anomaly. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# (B)(4) implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type screening. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(4). Phone number: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient who was using a wireless external neurostimulator (wens) for unknown indications for use. It was reported that there was an electrode issue. Implant of the lead appeared to have no issues and a typical lead implant. When inserted the lead into wens (0/7) electrode 5 came up with a red cross. The lead was re-inserted again, showed that electrode 5 was red. The lead was changed in the wens to port 8/15, electrode 13 showed up as a red cross. From here the lead was moved back to 0/7, on checking connectivity test showed all green. We moved on to testing on table, no stim was felt by the patient and testing was ceased at 20ma - using a double guarded array (+--+) 450 pw 50 hz. An impedance test was conducted with all electrodes showing greater than 4,000 ohms all at the same, another connectivity test was then preformed , resulting in electrodes 4 to 7 all with a red cross. A second lead was implanted. Testing on the second lead in both ports of the wens showed all green and normal impedances , this ruled out a wens issue. On table testing of the second lead capture and stim felt at 2/3 ma¿s. A third lead was implanted to replace the first lead. Testing of the third lead showed no issues, connectivity was all green on both leads/impendences normal and on table testing resulted in capture and stim felt at 2/3 ma¿s. The patient moved onto commencing trial with both leads capturing and within normal impedances and no connectivity issues. The issue was resolved. No surgical intervention occurred, nor was planned. The patient was alive with no injury